Event description:
Approximately one hour after the beginning of a treatment on a system 1000 hemodialysis machine, the patient reportedly "crashed" and was hypotensive. The machine was programmed to remove 0.4 kg per hour. However, the machine indicated that 1.44 kg were removed in the first hour. No other information is known at this time.